Event description:
It was reported that during the implant attempt, the lead was positioned in multiple areas with high thresholds. One position did provide acceptable thresholds, but at the end of the case the lead was not capturing at all. The lead was not used and a new lead was positioned into an area that had high threshold with the previous lead and now had acceptable thresholds with the new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.